Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was powering itself off. There was no additional information on the reported issue provided. There was no report of any patient use associated with the reported issue.